Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent movement/dislodgement was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during inspection of the 2.5 x 38 mm xience prime stent before the procedure, it was noted that the stent was loose on the balloon and sliding on the stent delivery system (sds). The device was not inserted into the patient anatomy. There was no patient involvement. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.